Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was further described as bacteria entered into the patient's abdominal cavity through their hands during the replacement of the pd solution. The patient was hospitalized and was treated with unspecified intraperitoneal antibiotics (dose, duration and frequency not reported). At the time of this report, the patient had recovered from the peritonitis and pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested but is not available.